Event description:
Info received 5/16/97 appears to indicate the entire device was removed from the pt and replaced due to recurring incontinence. On 12/2/97 the balloon was returned to ams. It is uncertain if all the components were removed at this surgery. Ams has requested add'l info. Additional info received on 12/29/1997 indicates the entire device was removed and replaced on 5/8/1997.